Event description:
It was reported that the patient experienced a change in therapeutic effect. The patient was initially scheduled for a pump replacement due to pump age until the patient's home care company realized that they had been increasing the patient's dose with no effect. The dose was at 1335 mcg/day. The healthcare provider (hcp) attempted to aspirate through the side port in an attempt to keep the patient prone and just replace the pump but the aspiration was unsuccessful. The patient was positioned lateral and the back incision was opened. The abdominal catheter was found to be patent when disconnected from the spine. There was no cerebrospinal fluid (csf) flow from the spinal catheter. A new spinal portion was placed and a dye study was performed to confirm catheter placement. Csf backflow was observed. The device system was used to deliver lioresal (baclofen). It was later reported that the change in therapeutic effect was due to a blocked spinal catheter. A discrepancy had been observed between the expected and actual residual volumes. No increase in spasticity was reported. Following the replacement, the new pump delivered lioresal 500 mcg/ml at 500 mcg/day. The patient outcome was reported as "doing fine." A follow-up report will be submitted if new information becomes available.

Event description:
It was reported the patient experienced withdrawal because the daily dose was too low. Then the patient experienced overdose/comatose symptoms because the daily dose was too high. This occurred following a pump replacement for normal longevity and a catheter revision because the catheter "had grown in to the bone" and due to the last couple of pump refills there was a reservoir volume discrepancy. Before surgery, the patient received 1400 mcg/day of baclofen. Following surgery, the patient received 699.4 mcg/day of baclofen. The patient had been hospitalized for approximately three weeks because of these issues. The patient was not back to 100% efficacy but was much better then she had been.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8596, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).